Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n363757, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a160, serial#(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported an overdischarge. The patient started having trouble with recharging a couple of months ago. It was reported that the battery wouldn't hold the charge. An antenna locate was performed twice without success. The manufacturer representative (rep) met with the patient to trickle charge where the battery was recovered but the patient couldn't stay to charge to 1/4 to clear the power on reset (por) due to family issues. The patient tried to recharge at home and couldn't so was given another recharger where they were able to recharge. It was reported that during a follow up, they were unable to interrogate the battery. The patient had been challenged with getting it recharged or por done. They will plan to replace the battery to a primary cell so recharging will not be an issue. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.